Event description:
A distributor complaint was reported involving a leak with three cartridges. There was no information reported regarding the impact on the customer's blood glucose level. No additional details were provided about actions taken or the outcome of the event.